Event description:
Patient reports side effects from essure three months after implant. Pt has nickel allergy and her physician failed to disclose information regarding nickel in device. Pt has severe right sided pain in abdominal region. This pain keeps pt in bed for days. Pt further reports nausea, painful sexual intercourse, headaches, joint aches, bloating, intermenstrual bleeding, heavier menses with clots as big as a coin and muscle spasms that last for days. The spasms are felt all over patient's body and it began (B)(6) 2013 and it keeps getting worse and worse. Lastly, pt had ultra sound done (B)(6) 2014 which showed her fallopian tubes are sagging downwards. Pt wants device explanted and has an upcoming appointment on (B)(6) 2014.